Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 409 mg/dl. During troubleshooting with tandem technical support, a system check was performed. The customer noted air gaps and small air bubbles in the tubing. The customer changed supplies and delivered a bolus to stabilize bg level.